Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The device was returned to olympus for inspection and the reported failure was confirmed. The device evaluation found watertight defects due to cable pinholes. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to ccd (charge coupled device) failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device displayed no image. The issue was identified before an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
It was reported the subject device displayed no image. The issue was identified before an unspecified therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.